Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient could not detail when the meter issue occurred. The patient manages her diabetes by self-adjusting her insulin doses and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported developing a symptom of jittery on unknown time after the alleged issue occurred and that on (B)(6) 2016 she visited her doctor's office where she was treated with a glucagon injection. During troubleshooting the cca noted that the patient was using the correct test strips and following the correct testing procedure. The patient was using the meter for the first time. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged meter issue occurred.